Event description:
Them customer reports during a colonoscopy using an evis exera ii colonovideoscope, minimal bleeding (size of scope tip or smaller) was noted throughout the colon when scope was moved or suction was used that resolved on its own with no additional treatment or intervention. There were no endotherapy devices being used at that time. There were no procedural or anatomical challenges that could have contributed to the issue. The physician first felt the suction may be too high, but it was decreased and issue remained. The patient's current condition is described as: "no issues."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Olympus performed a visual inspection of the biopsy and suction ports and did not find any damages on the surrounding of the ports, which could¿ve caused problems during attachment. In addition, minor dents and worn glue on the distal end cover, however passed the cotton test. The nozzle was intact, not sharp or deformed. Olympus inspected the entire insertion tube was observed to have minor scratches that are not sharp and passed the cotton test as well. Olympus performed a function check by attaching the biopsy valve adapter (maj-1414) was tested on the biopsy port of the scope, and there were no issues during attaching or detaching of the olympus accessory. In addition, the suction flow adapter (maj-209) was tested on the suction port and no problems were found. The customer did not return their accessories for olympus to test. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the event may have occurred by incorrect device handling by the user and/or some abnormality in suction valve/suctioning unit used in combination with the subject device. A definitive root cause cannot be identified. This issue is covered in the instructions for use: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 4.1 insertion: air/water feeding and suction: suction: when aspirating, maintain the suction pressure at the lowest level necessary to perform the procedure. Excessive suction pressure could cause aspiration of and/or injury to the mucous membrane. In addition, patient fluids could leak or spray from the biopsy valve, posing an infection control risk. 3.6 inspection of the endoscopic system: inspection of the suction function. Olympus will continue to monitor the field performance of this device.